Event description:
It was reported that microcatheter was fractured. The target lesion was located in the bronchial artery. A 135/10 renegade infusion catheter was selected for use. During preparation it was noted that the microcatheter was fractured. The procedure was completed with another of same device. No complications were reported. Patient condition was stable post procedure. It was further reported that the fracture happened during procedure and that all device fragments were removed from the patient's body without any intervention.

Event description:
It was reported that microcatheter was fractured. The target lesion was located in the brochial artery. A 135/10 renegade infusion catheter was selected for use. During preparation it was noted that the microcatheter was fractured. The procedure was completed with another of same device. No complications were reported. Patient condition was stable post procedure.